Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received several no delivery alarms. The customer stated that they had high blood glucose of 400 mg/dl. Troubleshooting was done. The insulin did exit during prime and the no delivery alarm did not recur during troubleshooting. The insulin pump will not be returned for analysis.